Manufacturer narrative:
Product analysis :analysis was unable to reproduce the customer comment that the programmer displayed an error however, error logs recorded that a sensor crossed temperature threshold. The strap retention spring was pushed in. The system fan was noisy. The lower display hinges were worn. The media bay door was broken. The hard drive was reimaged and the software was reloaded, and updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests.

Event description:
The programmer which was returned for service, subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.